Event description:
The hospital reported that during a vascular procedure, blood was leaking at the y anastomotic part of the graft. The leakage was stopped after adding a stitch to the y part and applying a hemostatic agent. The hospital did not report any pt effects. The graft was implanted. The hospital will reportedly not be returning any portion of the device in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. This review also evidenced that all pieces manufactured within this batch passed porosity testing per internal procedures. (B)(4).